Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. Problem source is user interface. DHR review was not done as the lot number was not provided.

Event description:
It was reported that the customer felt that the shape of the inflated cuff was a little deformed in the pre-use check. However, he judged there was no problem in it and intubated it into the patient. Leakage of air from the cuff was then observed. No patient injury. No additional information is available for this complaint.